Manufacturer narrative:
2/10/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during a lavh procedure. Reportedly, staples did not form properly and bleeding occurred. The surgeon experienced difficulty closing the jaws of the instrument prior to firing. The surgeon applied another device and resected the tissue at the application site to correct this condition. The hospital has reported the pt's status as satisfactory.